Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) field service engineer (fse) was dispatched to the customer site to determine the cause of the discordant low white blood cell (wbc) count that was obtained on one patient sample on the advia 2120i with dual aspirate autosampler instrument. The fse confirmed that no troubleshooting was necessary for the instrument as it performed as expected. The advia 2120i with dual aspirate autosampler instrument may read the lymphocytes in a lymphocytic leukemia patient sample as nrbcs (nucleated red blood cells), which will result in a lower wbc count. To prevent a recurrence of this issue, the fse set up the customer's instrument to transmit flags to the laboratory information system (lis) for nrbc (nucleated red blood cells), platelet clumps and large platelets. Siemens investigation determined that the customer reported flagged patient results. The customer failed to follow operator guide instructions, which state "whenever a flag is triggered, the user should review the results and take appropriate action.". The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant low white blood cell (wbc) count on a patient with lymphocytic leukemia was obtained on the advia 2120i with dual aspirate autosampler instrument. The result obtained was 9.94x10^9 cells/l and was flagged for aniso (anisocytosis), macro (macrocytosis), pltclmp (platelet clumping) and atyp (atypical lymphocytes). The same sample was repeated on the same instrument and a wbc result of 36.21 x10^9 cells/l was obtained with flags for nrbc (nucleated red blood cells), aniso, macro, lplts (large platelets), pltclmp and atyp. The rerun result was as expected. The initial result was reported to the patient and was not verified by microscopy. It is unknown if the physician received the results. There are no known reports of patient intervention or adverse health consequences due to the discordant low wbc results.